Event description:
Healthcare professional reported right side rupture diagnosed by "imagery" and later added ¿inflammatory periprosthetic capsule". The device has been replaced.

Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture of the right-side device discovered ¿via imagery¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed by "imagery" and later added ¿inflammatory periprosthetic capsule". The device has been replaced.